Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing communication loss for all monitored tele beds. The customer traced the network cable back to the network switch where he found out that the cable was unplugged from the switch.

Event description:
The customer reported that their central nurse's station (cns) is showing communication loss for all monitored tele beds. The customer traced the network cable back to the network switch where he found out that the cable was unplugged from the switch. No harm or injury was reported.